Event description:
It has been reported to philips that fluoroscopy was not functioning. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The procedure planned/non-emergency treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and identified fluoroscopy is not functioning and there is an artifact on live image. Upon further troubleshooting action, field service engineer (fse) confirmed the issue with the image quality found that detector calibration is required. After detector calibration was performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.